Manufacturer narrative:
(B)(4). The stent remains in the patient. A follow-up will be submitted with all relevant information.

Event description:
Device issue: none. Adverse event (ae): vasoconstriction, myocardial infarction, neurological deficit. Time of ae: during and post procedure. It was reported via trial that during the procedure in the right internal carotid artery, after the stent was successfully deployed and post dilatation was performed, angiography showed a kink in the vessel beyond the edge of the stent. A second stent was implanted distally and the vessel kink resolved. Post procedure the patient developed anemia, hypotension, bradycardia, confusion, stupor, and was intubated for respiratory difficulty. Non st elevation myocardial infarction was diagnosed. The bleeding was reportedly intraprocedural due to the sheath. CT scans of the head, abdomen and pelvis revealed no evidence of bleeding. Stroke was ruled out. Reportedly, polysubstance abuse contributed to the confusion. The patient was treated with dopamine, neo-synephrine, and blood and plasma transfusions. All symptoms resolved within 2 days and the patient was subsequently discharged to home. Though requested no additional information was provided.